Manufacturer narrative:
(B)(4). The patient had to get the device replaced earlier than the normal exchange time as a result of the product problem. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the hubs were falling off of the catheters at various times within 1-4 weeks (prior to the normal exchange time). As a result, the patient required earlier than normal device exchange.